Event description:
Subsequently, a replacement procedure was performed. This device was removed and replaced.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device displayed less than six months battery longevity remaining. During a previous visit, the outputs had been reprogrammed to high right ventricular (rv) thresholds and remained programmed at the increased output since then. After testing the threshold at different pulse widths and polarities, the threshold was reduced to 2.7v at 0.4ms, unipolar pacing as bipolar thresholds were significantly higher. An rv lead fracture or insulation issue was suspected, however impedance measurements have been stable despite increasing thresholds. In addition, there have been no episodes of noise. The autocapture feature was programmed on reducing the pacing output to 3.2v at 0.4 ms. This altered the battery longevity to one year remaining. There was still concern that the battery depleted more rapidly than expected. A decision was made to further monitor this device and lead. The patient with this system is not pacemaker dependent and experienced no adverse patient effects.

Event description:
- -

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
- -